Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient

Event description:
A bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. At an unknown date, the patient presented with a type iii endoleak and possible aneurysm rupture. An emergent re-intervention was performed at an unknown date. The outcome of the re-intervention is unknown.